Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pace impedance measurements. It was noted that the lead was functioning as programmed. This lead remains in service. No adverse patient effects were reported.